Event description:
Hospital representative contacted technical solutions to report a patient that had been admitted to the hospital with withdrawal-like symptoms. Representative said that these symptoms were: "increased delirium, altered mental status, and tremors." Hospital representative stated that the hospital believed that the symptoms were caused by a pump malfunction. It was reported that the patient had no recent mris, falls, or accidents. Additional communication with the representative confirmed that the patient had, "a clot in one of the wires. They had to turn it off and turn it back on again. The morphine was out and there was a clot somewhere." Several attempts were made to clarify the alleged issue and obtain dates related to the case, but the attempts were unsuccessful.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, verification of sterilization, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined. Follow-up attempts with hospital representative and physician were unsuccessful. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).